Event description:
The customer reported less than 10 mls of cleaner leaked from the back of the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a split in tubing at pinch valve (pv37). The fse replaced the tubing and the instrument performed without any leaks. The fse also observed latron results out of range. The fse bleached the flowcell tubing and replaced the flowcell sample line tubing which resolved the latron errors. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).